Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and because the device has not been returned, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the monitor of the visera elite ii video system center turned off. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the customer stated the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.